Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. The pump completes 24hr duration test with no eaw¿s. Black box shows a manual time change on (B)(6) 2014 from 12:22 to 13:22. The total daily dose adds up correctly. No alarms associated to complaint in alarm history. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. A 10u audio and a 10u normal bolus were successfully delivered as programmed and recorded in pump history. No hypersensitive keys observed on the keypad. Unable to duplicate complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose of 21mmol/l with abdominal pain/vomiting, symptoms of dehydration (dizzy, lightheaded), nausea and was hospitalized with a diagnosis of diabetic ketoacidosis. The patient was treated with insulin via injection and pump and IV fluids. Customer support (cs) reviewed the pump and all settings were correct. Cs attributed the cause of the bg excursion to the patient overriding the dosage recommended by bolus calculator feature. This report is being made due to the hyperglycemic event the patient experienced that resulted from the patient overriding the dosage recommended by bolus calculator.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient overriding the dosage recommended by bolus calculator).